Event description:
It was reported that the customer's insulin pump had cracks on the screen display and the battery tube threads were stripped. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin, cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, cracked battery tube threads, cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).